Event description:
During a surgical procedure, anterior cervical device, the physician was moving ligaments and the device snapped off. The break occurred at the 90 degree angie of the device. The patient required additional x-ray to locate the foreign body. It is unknown how much additional intervention will be reequired, as the patient was still in surgery when the customer called. Further conversation will the customer revealed that the piece that snapped off, was recovered in the drape. Additional medical intervention was not required.